Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, one haptic got stuck in the injector and broke off. The broken haptic was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol and during this process, the capsular bag was torn. However, the surgeon was able to place the second iol in the capsular bag. The pt's visual acuity is 1.0 (20/20).